Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer stated that the ambulance came and treated the low blood glucose. The customer's blood glucose was around 30 mg/dl at the time of incident. The customer stated that they were wearing the insulin pump at the time of event. The customer also reported that they had a loose drive support cap. The insulin pump will not be returned for analysis.